Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the primus ie caused a cardiac arrest during application of anesthetic agent. Both patients had to be reanimated.

Manufacturer narrative:
The following additional information was provided by the user: in addition to propofol and sufentanil, desflurane was used as a volatile anesthetic agent. The measured values (ventilation and gas measurement) displayed by the device were regarded as inconspicuous and plausible. The user assumes that an overdosing by the anesthesia device has taken place despite the inconspicuous measured values. Both patients have recovered completely from the bradycardia. The affected anesthesia device primus ie including the d-vapor was available for investigation. Based on the available information the affected case was identified and reconstructed by means of the log entries. The concerned case was started at 14:04 in volume af mode. After connecting the patient at about 14:05, desfluran was detected by the device as the primary anesthetic agent. The first concentration values recorded in the logbook were 5.0% (insp) and 4.1% (exsp) at 14:10, which equals a mac value of 0.7. Etco2 was about 35 mmhg at this time, and fio2 was 86%. Ventilation was stable and inconspicuous. At 14:16 a brief changeover to man / spont (approx. 25 seconds) took place, then the ventilation was continued in pressure support mode. The measured desflurane concentration decreased continuously from 14:15 until 14:30 to 0.0% (insp) and 1.0% (exsp), respectively. The values for etco2 (about 37 mmhg) and o2 uptake (about 5%) were stable and do indicate the reported patient's condition. At 14:35 the procedure was finished with the change to standby. The logbook does not contain entries indicating a technical malfunction neither on the day of the event, nor in the recorded period prior to that. The evaluation of the separate logbook data of the patient gas measurement module (pgm) also did reveal any unexpected entries. Ventilation was stable, the measured values were plausible at all times. The agas values appear to be adequate, so that an incorrect dosage of the connected d-vapors is deemed unlikely. The returned primus ie was thoroughly examined. The verification of the metering accuracy of the gas mixer with regard to the individual gas metering as well as the fresh gas flow has not resulted in any deviations from the specification. Likewise, manual and automatic ventilation functioned without errors. Also the d-vapor was tested according to the dräger specification. No deviations, especially with regard to the anesthesia gas concentration, could be determined. Finally, the dosage accuracy of the d-vapor was tested in combination with the primus ie, without deviations from the specification. The evaluation of the data documented in the logbook, as well as the verification of the primus infinity empowered and the d-vapor, did not reveal any technical cause in connection with the reported bradycardia. The integrated gas monitoring provides the user with a permanent overview of the inspiratory and expiratory concentration of o2, co2 and especially agas. The measured values are not used for control purposes. Any incorrect dosage will be immediately obvious. Depending on the alarm limits set by the user, the primus ie will generate adequate visible and audible alarms are generated. All these alarms, their possible causes and remedial measures are described in the instructions for use.

Event description:
Please see initial-report.